Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the fracture instability was due to the use of distal locking screws that were too short. At the time of the initial surgery this was all that was available. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Additional surgery was needed to add longer distal screws to the im nail to stabilize the fracture. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the left femur; needed additional surgery to replace the distal locking screws to stabilize the fracture.